Manufacturer narrative:
Device evaluation: the returned items, the failure description and the video provided were analyzed. The analysis of this video, the product investigation and the evaluation of the error description led to the conclusion that the error was caused by an application error. According to the customer, a 15 fr setup was used (instead of the 26fr setup) and to adapt the cutting loop to the smaller 15 fr setup, the customer probably bent the loop at the rear working end, which was not intended. Due to the incorrect setup, the distance between the cutting loop, the optics and the outer tube was probably not correct, which caused the arc. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that while performing the resection, the loop burned inside the cavity, causing a small explosion. This resulted in damage to the tip of the scope, with the loop being completely burnt and melted. No death or (unanticipated) serious deterioration in state of health reported. As article only the scope was reported to us. According to the failure description there was an issue with a loop causing a damage to the tip of the scope. As there is no information about the loop (e.g. Manufacturer, article no.) And no loop was complaint about for this issue, the following evaluation is based on the scope. Information about the mentioned loop has been received. As the loop is a karl storz device. Therefore, an assessment regarding the loop must be added. In addition, at least one event (e.g. (B)(4), timeframe 2022-08-23 to 2024-09-12), that could be considered as similar to this one and caused or contributed to a death or serious injury could be found. Thus, a report for the loop is required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).